Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving continuous renal replacement therapy (crrt) using a prismax machine. It was further reported the prismax machine was used in conjunction with a prismaflex set and an extracorporeal membrane oxygenation (ECMO) system. According to the reporter the machine shut down during treatment. The treatment was ended without the extracorporeal (ec) blood being returned to the patient. The customer tried a second unspecified machine, and again the device shut down. A manual return was discussed during the call; however, it was not reported whether blood was returned. It was reported the patient required a blood transfusion. No additional information is available.